Event description:
Kirwan surgical products, disposable irrigation bipolar cord was separating at top connector between the clear and white tubings x 2 tubing sets with the same lot number. Diagnosis or reason for use: left hemi-laminectomy and discectomy l4-5, l5-s1. Event abated after use stopped or dose reduced: no.